Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, there was an issue with the connection between the g5 transmitter and the g5 application. No additional event or patient information is available.